Event description:
The subject underwent endovascular repair of aaa using the trivascular ovation prime abdominal stent graft system on (B)(6) 2012. The routine follow-up completed on (B)(6) 2012 was uneventful. On (B)(6) 2012, the subject presented with ischemia of the left leg as a result of an acute vessel occlusion of the left limb of the stent graft, downstream vessels, and the femoral bifurcation. The physician reported that the thrombosis in the limb developed after progression of pre-existing peripheral artery disease in the iliac artery, and the secondary parts of the mural thrombus in the iliac limb graft embolized. A re-intervention was completed on (B)(6) 2012 to perform a thrombectomy of the left limb with an implantation of another stent graft, and a surgical disobliteration of the left femoral bifurcation. The postoperative diagnostics showed a good result. The patient was discharged on (B)(6) 2012 without further sequelae.